Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not vibrating and is going on suspend on its own. The customer's blood glucose value was unknown. The customer performed self test. Pump vibrated during the vibrate test. The insulin pump passed the vibrate test, but customer stated when selecting vibrate it is supposed to vibrate but it didn't vibrate. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device audio/beep/vibrate function properly and no vibrate anomaly noted during testing.